Event description:
A pt reported experiencing inaccurate erratic results with a one touch meter. In 2001; pt's blood glucose was 18.7 and 13.5 mmol/l. Tests were done 20 minutes apart. Pt did not experience any adverse events. No further info has been reported.